Event description:
It was reported that during the deployment of an embolization coil, the coil did not detach. Upon manipulation, the coil stretched. The coil was removed successfully with a snare. Additional coils were placed after the retrieval. No harm was reported. Our (B)(6) office learned of this incident on (B)(6) 2012. However, the incident was not reported to the united states office until (B)(6) 2012. Based on the incident details, the (B)(6) office did not realize it was reportable initially.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample has not been performed as the device was reported to be discarded by the user. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.